Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A umbilical vessel catheter was received at the plant for investigation and the catheter presented signs of use (dirt). An unknown product was attached to the catheter. Through visual evaluation it was noted that the catheter came in two parts and the ends of the parts seem as if the catheter was broken (cracked). The reported issue was confirmed. Manufacturing performed 100% pressure test and qa functional inspection per procedure. Based on the sample evaluation, the catheter showed evidence of use and it was broken at the tubing section. Based on the investigation and available information, it can be concluded that more likely the device was damaged during use; since the sample showed clear signs of use. This suggests that the device functioned as intended for a certain amount of time. The most probable root cause can be considered as misuse (cleaning agents, excessive force, and sharp objects). The instructions for use may not have been followed potentially causing catheter breakage during use. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a uvc catheter. The customer reports upon removal of the umbilical catheter the suture was removed and the catheter was noted to be broken at the 17 cm mark inside the patient's umbilicus. An x-ray was taken. The surgeon made a small incision and removed the remaining catheter fragment. An additional x-ray was obtained and demonstrated no retained foreign items.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.